Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5066864. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5066861.

Event description:
It was reported that the patient developed dystonia, which was moderate in severity. The patient was treated with medication and the event is not recovered/resolved. The physician assessed the event as unlikely related to procedure and stimulation, and not related to hardware.

Event description:
It was reported that the patient developed dystonia, which was moderate in severity. The patient was treated with medication and the event is not recovered or resolved. The physician assessed the event as unlikely related to procedure and stimulation, but not related to hardware. Additional information was received that the patient is wheelchair bound due to new dystonia symptoms. The physician assessed the event as unlikely related to stimulation and not related to procedure and hardware.